Event description:
The customer reported that following a diagnostic catheterization procedure in 1999, a vasoseal vhd kit size 5 was deployed. The pt had routine follow-up visits at the physician's office without incident. Then on november 28, 1999, the pt presented at the emergency room of the hosp with a suspected foreign body protruding from the right groin. No redness, swelling, or drainage was noted. The pt had the foreign body excised in the emergency room and was discharged. The foreign body which was removed was the tip of the vasoseal vhd sheath. No further complications were reported.